Manufacturer narrative:
The technician found that one of the gears on the hand crank was missing several teeth. The technician replaced the gear on the hand crank to resolve the issue.

Event description:
Technician alleged that the head section would not hold in the raised position. No patient impact.